Event description:
While on a pt the ventilator stopped working with all lights off except for the green dots on the front panels. No error codes were stored in memory. The ventilator was set at pc/simv, rate 12, 35% oxygen. Flow 50 liters, peep +5 cmh20. The hospital reported no injury.